Event description:
A report was received on (B)(6) 2025 from a healthcare professional, regarding a female patient with a medical history including end stage renal disease, who stated an unspecified amount of blood was observed leaking from "a crack" during a home hemodialysis treatment on (B)(6) 2025. Although requested, additional information was not provided.

Manufacturer narrative:
The cartridge was not available for evaluation. A device history record (DHR) review was conducted for the reported lot number and confirmed the product was released for distribution having met quality and manufacturing specifications and requirements. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.